Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient did daily maintenance, and the nurse did not see blood return when the catheter was withdrawn, and the catheter was broken about 2cm away from the puncture point when the catheter was flushed. The person immediately gave a tourniquet to be tied above the catheter rupture, and after the invitation, the doctor from the hospital consulted to remove the remaining catheter left in the blood vessel. The patient will be hospitalized for further observation. Additional information received: complete rupture, the rupture point is inside the patient's body. Films have been taken and the severed tube has been removed. No imaging data can be provided. No internal displacement occurred.

Event description:
It was reported the patient did daily maintenance, and the nurse did not see blood return when the catheter was withdrawn, and the catheter was broken about 2cm away from the puncture point when the catheter was flushed. The person immediately gave a tourniquet to be tied above the catheter rupture, and after the invitation, the doctor from the hospital consulted to remove the remaining catheter left in the blood vessel. The patient will be hospitalized for further observation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.